Event description:
It was reported that a pt underwent a pelvic floor repair procedure in 2007. About 3 to 4 months ago, the pt started to complain of discharge, which was found to be an abscess between the posterior vaginal wall and the posterior mesh, but had not extended to the rectum. The pt was treated for 45 days with antibiotics. It is now draining and the physician has been milking the drainage out about every 2 to 3 days. The drainage has been cultured and is positive for strep and actinomyces. An abscess is still present with very malodorous purulent thick fluid emanating. The physician plans to remove the body of the posterior pelvic mesh but will not attempt to remove the arms.

Manufacturer narrative:
(B)(4). Conclusion - no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-02514. The same pt is represented in each medwatch.